Event description:
It was reported that the lead exhibited capture thresholds of 5.0 v. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.